Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 319.090-us, lot 26p7655: manufacturing site: bettlach. Release to warehouse date: february 18, 2020. Part 319.090.500, lot 20p8565: manufacturing site: bettlach. Release to warehouse date: february 05, 2020. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the customer reported the device was observed bent. The repair technician reported the tip of the probe is bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, the slider assembly component was received with a lot number: 20p8565 etched on it and the tip was observed to be bent. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with another device. No other issues were identified with the returned components of the device. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed for the depth gauge for small screws. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for bent could be due to unintended forces applied to the device and the differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown dated uring a routine incoming inspection of a loaner set, the depth gauge for small screws was observed bent. There were no patient and surgical involvement. This report is for one (1) depth gauge for small screws. This is report 1 of 1 for (B)(4).